Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pictures of the fractured device were provided. The photos clearly show that the anchor is fractured into at least three pieces. The fracture location is approximately halfway down the anchor. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G3: foreign - event occurred in canada. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated product will be returned to zimmer biomet for investigation as it was discarded by the hospital. Images of the device post-op were reported, and complaint was confirmed. DHR was reviewed and no discrepancies were found. The root cause of this event was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that anchor broke during surgery. No patient harm or surgical delay was reported.